Manufacturer narrative:
Investigation is ongoing. Results will be submitted in a follow-up report.

Event description:
It was reported by service report that the bed had failed components. There was no patient involvement or adverse consequences reported.